Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and failed back syndrome-other reported ever since they had an aortic aneurysm operation on (B)(6), which wasn¿t related to the device, they had been experiencing pain in their back. It was noted the device was off during the procedure and the consumer hadn¿t tried to charge their implant yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was having pain following an aneurysm procedure and the result was still negative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.